Manufacturer narrative:
E1: initial reporter first and last name updated. E3: occupation updated.

Event description:
It was reported that a distal embolization occurred, requiring intervention. A jetstream sc catheter, 1.6mm and a jetstream xc catheter, 2.1mm were selected for an endovascular treatment. However, a distal embolization occurred in the left anterior tibial artery during the procedure. Percutaneous intervention was performed and the patient was in recovery. It was further reported that there were no device-related performance issues observed; however, the physician believed both jetstream catheters were related to the embolization. The patient has recovered after the procedure.

Event description:
It was reported that a distal embolization occurred, requiring intervention. A jetstream sc catheter, 1.6mm and a jetstream xc catheter, 2.1mm were selected for an endovascular treatment. However, a distal embolization occurred in the left anterior tibial artery during the procedure. Percutaneous intervention was performed and the patient was in recovery.